Event description:
A study to evaluate an op-1 putty spinal system and a autograft spinal system in pt's requiring transforaminal lumbar interbody fusion of the spine. This male subject, with a three-year history of intermittent back pain with sciatica (right greater than left), diabetes mellitus, hypertension and dyslipidemia (all well controlled), was enrolled into the study, and underwent lumbar spine surgery with implantation of op-1 putty spinal system in 2007. In 2008, the subject was diagnosed with pseudoarthrosis. In 2009, the subject was hospitalized for explanation of device. Pre-operative work-up, the subject was also diagnosed with spinal.

Manufacturer narrative:
Event is currently under investigation. Any additional info received will be submitted in a supplemental report. Device was used as part of the study to evaluate an op-1 putty spinal system, and a autograft spinal system in pts requiring transforaminal lumbar interbody fusion of the spine.